Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a difficult connection to the battery clip was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis. Per additional information, the connection was now sufficient and was stated to only be difficult to make within the very first attempts. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to inspect their equipment, including their system controller, and to obtain replacements of any components that appear damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the vc had difficulty connecting the controller's black power connector to the battery clip. The battery clip was changed out to check the issue, and they found a problem with the screw thread of the black nut of the back controller cable. No technical issues occurred, no damage of the equipment occurred. . The connection to the mobile power unit was also checked and was uncomplicated. The equipment was not exchanged.